Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device is powered on, the green lcd display is lit displaying one horizontal line on the bottom row. A loud constant audible tone remains to activate, and the 'alarm silence' button was unable to bypass and enter the main screen. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 18 october 2022, this device was not on a patient when it failed. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed upon receipt and the right plunger case was cracked. Error code information could not be retrieved from the ehl (event history log) due to a blank screen and constant alarm. The customer reported issue was duplicated as a blank screen with constant alarm was observed during the investigation. Root cause of the reported issue is due to an incomplete upload by the customer. Uploaded software from the base to the head of the pump which cleared the problem, performed power up process, preventive maintenance and all functional tests which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.